Manufacturer narrative:
Multiple attempts were made to contact the patient for additional information. Should any information be obtained relevant to this report, a supplemental report will be filed.

Event description:
The patient reported the blood pressure monitor tightening to the point that her fingers go numb.